Event description:
It was reported that the patient with this implantable pacemaker attended in-clinic to perform a treadmill test, during which the pacemaker appeared to stop pacing at higher rates and failure to capture was also observed. A follow-up treadmill test is planned to be performed. The device remains in service. No adverse patient effects were reported.